Event description:
It was reported that the patient underwent an unspecified surgical procedure due to stiffness. There is only information of the femoral component and tibial base component being involved.

Manufacturer narrative:
Additional narrative: the associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. The medical investigation concluded that, per the crfs, the patient underwent a r tka for oa but started developing increased stiffness by the 3-month check-up as evidenced by the study questionnaire. The reported ae#1 ¿pre-tka stiffness¿ was recorded as moderate severity, not serious, with a start date of (B)(6)2018 (approx. 5 months post r tka). Actions taken noted surgery/procedure with an outcome of not recovered/not resolved. It is unknown if the recorder was referring to the patient¿s actual pre-right tka stiffness as being unresolved post tka; however, the relationship to the study device was ¿possibly¿. Per crf documentation, the patient did not return for the 6-month check-up nor ¿follow-up with dr. Before leaving the hospital¿ following an unspecified (B)(6)2019 surgery. Based on the limited information provided, the root cause of the reported ae#1 and the patient impact beyond the reported symptoms and unspecified surgery could not be determined. No further medical assessment can be rendered at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.